Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. (B)(4).

Event description:
It was reported that the balloon was stuck on the guide wire. The long lesion was located in the 90% stenosed, moderately tortuous and mildly calcified proximal to posterior descending right coronary artery (rca) or the atrioventricular segment (av) of the rca and from the totally occluded middle of rca. A 10/4.00 flextome¿ cutting balloon¿ was used for treatment. During the procedure, dilatation was performed with this device at proximal of rca at 12atm. Second dilatation was performed longer than the first dilatation. Upon deflation of the balloon, it was noted that the balloon was stuck with the non bsc guidewire. Another wire was inserted and the deflated balloon was removed with the non bsc guidewire. It was then observed that the guidewire lumen seemed to be flattened. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. The device was received over a 0.014 inch guide wire. The guidewire was able to removed from the device without issue. No issues were noted with the guidewire. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A visual and tactile examination of the shaft found that the hypotube was kinked along its length. A visual and microscopic examination of the lumen noted the presence of solidified blood at various positions along the length of the device. It was also noted that the outer and inner lumen was accordioned at various positions across is length. These types of damages are consistent with excessive force being applied to the delivery system. The unit was then attached to an encore inflation device and positive pressure was applied in an attempt to inflate the balloon. It was not possible to inflate the balloon due to a large amount of solidified contrast media present in the balloon and inflation lumen. The device was soaked in a heated waterbath at 37°c for 24hrs to help soften the solidified contrast media. The device was then reattached to an encore inflation device and while under vacuum, a 0.014 inch guidewire was inserted through the tip of the device which then exited at the guidewire exit port without issue. The device was then inflated to 12atm, the device's rated burst pressure and a 0.014in guidewire was inserted however some resistance was noted due to the blood and the damage to the inner lumen. No other issues were noted during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the balloon was stuck on the guide wire. The long lesion was located in the 90% stenosed, moderately tortuous and mildly calcified proximal to posterior descending right coronary artery (rca) or the atrioventricular segment (av) of the rca and from the totally occluded middle of rca. A 10/4.00 flextome cutting balloon was used for treatment. During the procedure, dilatation was performed with this device at proximal of rca at 12atm. Second dilatation was performed longer than the first dilatation. Upon deflation of the balloon, it was noted that the balloon was stuck with the non bsc guidewire. Another wire was inserted and the deflated balloon was removed with the non bsc guidewire. It was then observed that the guidewire lumen seemed to be flattened. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was good.